Manufacturer narrative:
The devices were discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had ¿patient line (cap) comes off too easily from cassette and got exposed¿. This occurred a ¿couple of times¿ during unspecified process steps of automated peritoneal dialysis (apd) therapy. It was reported that the patient did not use the exposed cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.